Event description:
General report received of an unspecified number of undocumented incidents of disconnections. At unspecified times, the secure lock male adapter of the tubing sets were connected to unspecified devices and were being used to deliver unspecified medications. After an unspecified length of time, the customer contact reported that the secure lock male adapter of the tubing sets disconnected from the patients. It was reported that refluxes of blood at the catheter level were noted. No specific details were provided. There were no reported adverse patient effects and no delay in therapies critical to any patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and 510k of k023062. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.